Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient says that their stimulation is turned off and says this started last night. Pt said they said they spoke with a manufacturer representative (rep) today and was told to call patient and technical services (pats). Patient says that they didnt let the implanted neurostimulators battery run all the way down, and says they charge everyday and never let it go below 70 percent. During the call pt connected to ins and it shows stimulation is off. Reviewed button usage, and then pt was able to successfully turn it back on during the call. The troubleshooting steps that were taken on the call resolved the issue.